Event description:
Needle-pro edge safety device insulin syringe mfg by smith medical asd, inc. When activating safety cap the needle bends coming through safety cap causing a needle stick to nurse. This has resulted in 3 employees being exposed to blood/body fluids through needlesticks in the last 10 weeks.